Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw bent and no clip in the first position of the channel. It was observed that the channel is also bent on the same side as the bottom jaw. The sample appears used as there is biological material present on the device. The damage to the bottom jaw indicates that a significant side load was applied to the bottom jaw to cause it to bend. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet was intact, and the yoke was damaged at the pin position. It was also found that the top jaw was slightly bent. The channel pivot hole for the bottom jaw was deformed due to the significant side load applied to the bottom jaw. No other damages were observed. The sample was returned with 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The device history review for the product auto endo5 ml lot# 73e1800034 investigation did not show issues related to complaint. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw was found to be broken when they opened package prior to use.